Event description:
Patient has history of cad with previous mi in 1993. Has decreased left ventricular function, with ejection fraction approximately 32-35%. Had history of sudden cardiac death with subsequent ICD placement in 1993. Now has several ICD shocks while sleeping at home. Brought to ER where he had several ICD discharges which was documented on the rhythm strips. Patient was in sinus rhythm. Device did not pace even though he was in sinus bradycardia after he was shocked. After detailed ICD interrogation no problems were revealed. Aicd system removed and new ICD stem implanted at the same site. Patient monitored for 24 hours and discharged in stable condition. Length of stay: days.